Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a baylis medical company radiofrequency puncture generator is presenting an issue. It was found that when the radiofrequency button was pressed, there was a delay before the rf energy comes on. No patient complications have been reported. No further information was provided.